Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving battery failed alarm. The customer used 2 packs of batteries and still getting replace battery. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the no damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with blank display after inserting battery. Unable to perform the sleep current measurement, active current measurement, self-test and displacement test. Unable to download history files due to blank display. Unit was cut open to perform visual inspection and found moisture damage to pcb1 board and pcb2 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, cracked keypad overlay, scratched case, pillowing keypad overlay, stained keypad overlay. Failed battery test is confirmed due to corroded battery tube and corroded pcb1 and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.